Event description:
It was reported that the patient has experienced no stimulation for the past couple months. The patient saw her physician today and they could not get the neurostimulator to communicate with the clinician programmer. Further information is being requested from hcp.